Manufacturer narrative:
The field service engineer identified that the dilution cup was contaminated. He cleaned the dilution cup. He then performed precision studies, and they were within specifications. The service actions performed by the engineer resolved the issue. The investigation did not identify a product problem. The root cause was traced to an operator error where a maintenance was missed.

Manufacturer narrative:
No questionable results were reported outside the laboratory. The results with the lower values were deemed to be correct. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 4 patients' samples tested on a cobas pro ise analytical unit. Results for the sodium (na) test were affected. Sample 1: initial result: 149 mmol/l. Repeat result: 141 mmol/l. Sample 2: initial result: 150 mmol/l. Repeat result: 142 mmol/l. Sample 3: initial result: 151 mmol/l. Repeat result: 142 mmol/l. Sample 4: initial result: 148 mmol/l. Repeat result: 140 mmol/l. The customer noticed an increase in the qc results and repeated the samples on a different cobas analytical unit.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The investigation is ongoing.